Event description:
Since essure implant in 2013, I have suffered multiple symptoms. Severe joint pain, si-joint dysfunction, severe lower back pain, thoracic spine pain, numbness, tingling stabbing in legs, feet, and ankles, pain during sitting, coccyxdynia, pelvic pain, tmj and facial nerve pain, rapid tooth decay, painful intercourse, migraine, headaches, neck pain, knee pain, pain during ovulation, abnormal menstrual bleeding (starting, stopping and absent) with a negative pregnancy test, bloating, night sweats, cold chills, memory loss and brain fog, depression from constant pain, hair loss on three separate occasions where hair came out in clumps.